Event description:
Customer was hospitalized for high blood glucoses. The dmc did not have the pump available to perform the troubleshooting on the pump at the time of call. A replacement pump was requested.